Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient was stable throughout.

Event description:
Additional information received indicated that the patient's insertable cardiac monitor (icm) was explanted. The patient was stable throughout.